Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a male patient experienced macular edema post operative cataract surgery in the right eye. Medication therapy was initiated. Macular edema persists to date. Optical coherence tomography (oct) was performed. This report is being filed for the twelfth patient (right eye) from this facility.

Manufacturer narrative:
The system was examined and the reported event was not replicated. A preventive maintenance was performed. The system was tested and found to meet product specifications. The handpiece was manufactured on (B)(6) 2017. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).